Manufacturer narrative:
Date of event is an approximate date.

Event description:
It was reported that the patient stated that this inflatable penile prosthesis (ipp) is not working properly. Available information indicates a revision procedure has not yet been performed. No further details could be obtained despite good faith efforts.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observation of mechanical non conformance. The anomalies in the activation test were found as the most probable cause of the reported allegations. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) pump was thoroughly analyzed. It was visually and microscopically inspected, and functionally tested. The pump did not pass the functional test since it did not pass the activation test as it required more force to get activated than specification. This activation anomalies could affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation. B3: date of event is an approximate date.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly. The pump was removed and replaced with a new one. There were no patient complications.

Event description:
It was reported that the patient stated that this inflatable penile prosthesis (ipp) is not working properly. Available information indicates a revision procedure has not yet been performed. No further details could be obtained despite good faith efforts.

Manufacturer narrative:
Date of event is an approximate date.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly. The pump was removed and replaced with a new one. There were no patient complications.

Manufacturer narrative:
B3: date of event is an approximate date b1: adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date were updated. Also, h6 impact, device and evaluation conclusion codes were updated.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observation of mechanical non-conformance. The anomalies in the activation test were found as the most probable cause of the reported allegations. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) pump was thoroughly analyzed. It was visually and microscopically inspected, and functionally tested. The pump did not pass the functional test since it did not pass the activation test as it required more force to get activated than specification. This activation anomalies could affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation. B3: date of event , b5: describe event or problem, h6: codes were updated.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly, as the device could not get inflated and deflated, causing pain and discomfort to the patient. The pump was removed and replaced with a new one. There were no additional patient complications.